Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No unexpected hal software error detected alarm during testing however, the formatted history file confirmed hal software error detected error due to a software error. No unexpected post-reset ram crc alarm, history pointers failed and history pointers are corrupted error, or the motor arm cannot communicate with the main arm error noted during testing.